Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Partial collapsed left lung, pain, and displacement are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of surgery-related complications and/or observations as follows" "precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: diarrhea, abnormal stools, constipation, flatulence, dyspepsia." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection.

Event description:
Doctor reported an event "partial collapsed left lung". Patient was hospitalized, a lap-band ap system adjustment took place to treat event. Doctor also reported that the patient experienced an event of "acute epigastric pain" 2 days after the patient was discharged, a lap-band ap system adjustment took place to treat event. Doctor reported a new event of "port displacement", and performed a lap-band ap system surgical revision "access port revision" to treat the event.